Event description:
It was reported that the user disconnected from the ilet during charging, later reconnected, and experienced hyperglycemia with blood glucose rising to approximately 220, along with a resume insulin reminder; initial concern for air in the line was resolved when tubing primed with visible drops and residue was identified as tape, and the user later replaced the tubing and infusion set with guidance and completed a cannula fill. Symptoms included no reported clinical symptoms. Outcomes included transient hyperglycemia without need for medical intervention or hospitalization. Investigation included remote troubleshooting and user education, tubing priming verification, infusion set and tubing replacement, and confirmation of drops during fill. Investigation of this case revealed no device malfunction, with contributing factors possibly including infusion site or set performance and user-related factors such as recent carbohydrate intake and stress, and the device component involved was the infusion set and tubing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.